Event description:
On 4/5/96, as initial report was submitted, via fax, regarding the reporting of an incident involving a facility resident, resident was being given a whirlpool bath when upon completion the resident fell from whirlpool lift chair and fell to the floor. Resident sustained head injuries. Resident subsequently expired. The whirlpool vendor was notified on incident on 3/25/96. On 3/26/96, vendor came to facility to check equipment. Vendor informed facility staff of defective equipment.